Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection "), autoimmune disorder ("autoimmune like symptoms"), toothache ("unexplained teeth pain"), chest pain ("atypical chest pain"), syncope ("syncope"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular & severe pain full periods"), dysmenorrhoea ("irregular & severe pain full periods") and metal poisoning ("metal toxicity"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, infection, autoimmune disorder, toothache, chest pain, syncope, alopecia, abdominal pain lower, menstruation irregular, dysmenorrhoea and metal poisoning outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, chest pain, dysmenorrhoea, genital haemorrhage, infection, menstruation irregular, metal poisoning, pelvic pain, syncope and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in an elderly female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), infection ("infection "), autoimmune disorder ("autoimmune like symptoms"), toothache ("unexplained teeth pain"), chest pain ("atypical chest pain"), syncope ("syncope"), alopecia ("hair loss"), abdominal pain lower ("lower abdominal pain"), menstruation irregular ("irregular & severe pain full periods"), dysmenorrhoea ("irregular & severe pain full periods") and metal poisoning ("metal toxicity"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, infection, autoimmune disorder, toothache, chest pain, syncope, alopecia, abdominal pain lower, menstruation irregular, dysmenorrhoea and metal poisoning outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, chest pain, dysmenorrhoea, genital haemorrhage, infection, menstruation irregular, metal poisoning, pelvic pain, syncope and toothache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.